Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received a blank display on the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump had occurred blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.